Manufacturer narrative:
A replacement glidescope bflex 5.8 bronchoscope was provided to the customer. The bflex 5.8 bronchoscope used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bflex 5.8 bronchoscope and could not confirm the reported image issue. When the bflex 5.8 bronchoscope was connected to a known, good, test, glidescope core 15-inch monitor and a known, good, test, glidescope core quickconnect cable, the bflex 5.8 bronchoscope produced a normal image. The glidescope core quickconnect cable was connected and disconnected at the bflex end 15+ times, then a further 15+ times at the monitor end. The tests were repeated in both the a and b ports. The cable connection was reversed and the tests were repeated with the same results; no video image failure was detected. The camera image quality test was performed and passed. Since the glidescope bflex 5.8 bronchoscope was already provided to the customer, the bflex 5.8 bronchoscope used in the procedure was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the image was dark and pixelated while the bronchoscope was in the patient's mouth. The customer removed the bronchoscope and swapped it with a new one and was able to complete the case. A delay in the procedure of an undisclosed duration occurred as another bflex bronchoscope was obtained. No harm to the patient or user was reported.